Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0de6a, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient developed an infection and part of the lead was exposed on (B)(6) 2016. A x-ray was performed that showed pus around the boot. There were no environmental / external / patient factors that may have led or contributed to the issue. The health care provider (hcp) re-opened the wound to clean it with an antiseptic. The all leads and extensions were explanted on (B)(6) 2017, but the stimloc and implantable neurostimulator (ins) were left for the next implant. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.